Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer biomedical engineer (biomed) reported a failure to alarm at their philips intellivue information center (piic) and requested a philips field service engineer (fse) be dispatched to ensure the unit was working properly due an unspecified incident. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer biomedical engineer (biomed) reported a failure to alarm at their philips intellivue information center (piic) and requested a philips field service engineer (fse) be dispatched to ensure the unit was working properly due an unspecified incident. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.